Event description:
During service the field service engineer reported the backup battery failed testing. The customer did not report this prior to service. The fse replaced the backup battery to correct the findings. The customer reported no patient involvement, no patient harm. Final applicable testing was performed per operating specifications and passed. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.